Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the chloride electrode and ran patient samples and quality controls, which were acceptable. The cause of the discordant, falsely elevated chloride and sodium results on patient samples was related to a malfunction of the chloride electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on four patient samples on an advia 1800 instrument. Additionally, a discordant, falsely elevated sodium (na) result was obtained on one of four patient samples. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.